Event description:
Customer's mother stated that the freestyle flash blood glucose monitor read 469 mg/dl at 7:00pm. Mother gave customer 4.7 units of novalog insulin. Customer experienced symptoms of "shakiness, blurred vision, hunger and feeling strange". Customer received a reading of 38 mg/dl at 8:30pm. Customer's mother then gave her 4 glucose tablets. Customer reported receiving erratic readings on their freestyle flash blood glucose monitor of 501 mg/dl and 151 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The meter readings were found in the meter historical log. Additionally please note that the customer did not wash her hands prior to testing and squeezed her finger excessively, which can adversely effect reading results.